Event description:
It was reported that the pump touch screen was missing pixels. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up and further information was unavailable, as they were out of warranty and in the process of renewal.